Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture and prosthetic fluid accumulation. This record relates to left side. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture and prosthetic fluid accumulation. This record relates to left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "left device rupture. No evidence of morphological alterations with suspicious characteristics. Solution of the prosthetic envelope with the silicone still contained inside the periprosthetic fibrous capsule" and "no evidence of liquid or solid formations. Irregularity of left prosthtesis. In the lower medial site (parasternal) on the left side a small periprosthetic fluid accumulation is noticed (3 cm in diameter). Suspect of left device rupture" diagnosed via MRI and ultrasound. This record relates to left side. Device remains implanted.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "left device rupture. No evidence of morphological alterations with suspicious characteristics. Solution of the prosthetic envelope with the silicone still contained inside the periprosthetic fibrous capsule" and "no evidence of liquid or solid formations. Irregularity of left prosthtesis. In the lower medial site (parasternal) on the left side a small periprosthetic fluid accumulation is noticed (3 cm in diameter). Suspect of left device rupture" diagnosed via MRI and ultrasound. This record relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional later reported capsular contracture, baker grade I and "volumetric changes affecting the left breast, perception of inflammatory pain and limitation of adduction/abduction movements of the ipsilateral arm." Device has been explanted and replaced with a non-abbvie product.